Event description:
Patient presented to the physician with an opening at the medial edge of the chest incision and sense lead erosion through the skin. Physician suspects the patient is rejecting the implant. While waiting for explant procedure to occur the sensing lead tip eroded through the skin. Patient cut the tip and disposed of it. Patient presented to the physician with stimulation lead erosion. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with an exposed stimulation lead wire that occurred after beard trimming. Physician brought the patient into the or and replaced the stimulation lead.